Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and loss of capture (loc) and the patient experienced a near syncopal event. As a result, the lead was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.